Event description:
The dentist reported separating a file in the pt's tooth during a dental procedure. It was also reported that the dentist was using the wrong contra angle and was not sure how to calibrate the unit. Customer service reprsentative reviewed the correct dtc settings and the doctor was able to recalibrate the unit. The pt was referred to an endodontist, who elected to fill around the file to complete the procedure. There was no report to injury to the pt.